Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 199:117; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 199:117 was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition.additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.